Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead were exhibiting noise with oversensing. The oversensing also resulted in undersensing of the intrinsic p-wave. Stored events were review which revealed the noise was consistent with potential lead on lead contact or insulation degradation. Reprogramming of the device was discussed however it was noted a lead revision procedure may be needed. The patient could feel the av desynchrony; however, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).